Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a complaint of radiating electrical stimulation down the arm following a lead replacement. The patient is questioning if the old lead and the new lead could be interacting to cause this sensation. The lead is still in use. No further patient complications have been reported as a result of this event.